Manufacturer narrative:
(B)(4).

Event description:
The customer reported a defect on arrival. The device does not recognize the battery and the battery failed to charge when it was installed into the device. There was no patient involvement.